Event description:
Additional information was received in regards to patient management impact. 2 out of 7 patients demanded compensation due to the false results they received. Patient 1 was a pregnant woman from a private hospital. Patient was sent to a covid hospital based on the positive result and spent a day with the other covid patients. Patient was then confirmed to be negative and was quickly arranged to be sent back to the private hospital. As she was exposed to covid patients for a day, she was placed in isolation ward for 2 weeks in the private hospital. She has demanded compensation for all the cost that unnecessarily fell onto her due to the false positive results that she received. Patient 2 is a dato (vvip). According to the customer, this dato demanded compensation as well. The customer provided feedback that they had an additional fourteen samples with late amplification which alinity m called positive, but reflex testing gave a not detected result. The result reported outside the laboratory was negative.

Manufacturer narrative:
Additional information was received in regards to patient management impact. 2 out of 7 patients demanded compensation due to the false results they received. Patient 1 was a pregnant woman from a private hospital. Patient was sent to a covid hospital based on the positive result and spent a day with the other covid patients. Patient was then confirmed to be negative and was quickly arranged to be sent back to the private hospital. As she was exposed to covid patients for a day, she was placed in isolation ward for 2 weeks in the private hospital. She has demanded compensation for all the cost that unnecessarily fell onto her due to the false positive results that she received. Patient 2 is a dato (vvip). According to the customer, this dato demanded compensation as well. The customer provided feedback that they had an additional fourteen samples with late amplification which alinity m called positive, but reflex testing gave a not detected result. The result reported outside the laboratory was negative. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090 and 09n78-095) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022. Additional investigation will be performed on the additional fourteen samples with late amplification which alinity m called positive, but reflex testing gave a not detected result. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1, 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1, 3005248192-2021-00200 follow up report 1, 3005248192-2021-00201 follow up report 1, 3005248192-2021-00202 follow up report 1, 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1, 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, 3005248192-2021-00194 follow up report 1, 3005248192-2021-00112 follow up report 1, 3005248192-2021-00184 follow up report 1, 3005248192-2021-00180 follow up report 1, 3005248192-2021-00178 follow up report 1, 3005248192-2021-00225 follow up report 1, 3005248192-2021-00141 follow up report 1, 3005248192-2021-00132 follow up report 1, 3005248192-2021-00192 follow up report 2, 3005248192-2021-00176 follow up report 1, 3005248192-2021-00182 follow up report 1, 3005248192-2021-00188 follow up report 1, 3005248192-2021-00236 follow up report 1, 3005248192-2021-00187 follow up report 1, 3005248192-2021-00227 follow up report 1, 3005248192-2021-00224 follow up report 1, 3005248192-2021-00250 follow up report 1, 3005248192-2021-00252 follow up report 1, 3005248192-2021-00284 follow up report 1, 3005248192-2021-00237 follow up report 1, 3005248192-2021-00186 follow up report 1, 3005248192-2021-00243 follow up report 1, 3005248192-2021-00223 follow up report 1, 3005248192-2021-00215 follow up report 1, 3005248192-2021-00216 follow up report 1, 3005248192-2021-00217 follow up report 1, 3005248192-2021-00102 follow up report 1, 3005248192-2021-00294 follow up report 1, 3005248192-2021-00295 follow up report 1, 3005248192-2021-00221 follow up report 1, 3005248192-2021-00228 follow up report 1, 3005248192-2021-00240 follow up report 1, 3005248192-2021-00235 follow up report 2, 3005248192-2021-00138 follow up report 1, 3005248192-2021-00230 follow up report 1, 3005248192-2021-00165 follow up report 1, 3005248192-2021-00196 follow up report 1, 3005248192-2021-00203 follow up report 1, 3005248192-2021-00253 follow up report 1, 3005248192-2021-00265 follow up report 1, 3005248192-2021-00268 follow up report 1, 3005248192-2021-00254 follow up report 1, 3005248192-2021-00281 follow up report 1, 3005248192-2021-00248 follow up report 2, 3005248192-2021-00266 follow up report 1, 3005248192-2021-00117 follow up report 2, 3005248192-2021-00242 follow up report 1, 3005248192-2021-00226 follow up report 1, 3005248192-2021-00274 follow up report 1, 3005248192-2021-00257 follow up report 1, 3005248192-2021-00269 follow up report 1, 3005248192-2021-00307 follow up report 1, 3005248192-2021-00327 follow up report 1, 3005248192-2021-00249 follow up report 1, 3005248192-2021-00199 follow up report 1, 3005248192-2021-00365 follow up report 1, 3005248192-2021-00114 follow up report 1, 3005248192-2021-00207 follow up report 1, 3005248192-2021-00316 follow up report 1, 3005248192-2021-00337 follow up report 1, 3005248192-2021-00358 follow up report 1, 3005248192-2021-00147 follow up report 1, 3005248192-2021-00130 follow up report 1, 3005248192-2021-00179 follow up report 1, 3005248192-2021-00208 follow up report 1, 3005248192-2021-00222 follow up report 1, 3005248192-2021-00143 follow up report 1, 3005248192-2021-00133 follow up report 1, 3005248192-2021-00142 follow up report 1, 3005248192-2021-00156 follow up report 1, 3005248192-2022-00023, and 3005248192-2022-00030.

Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-93) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported seven false positive results on their alinity m sars cov-2 assay. An ordering physician of one of the patients who was in a dialysis clinic suspected the result was false because they did not believe the patient was covid positive. Upon retesting the sample a on thermo taqman assay, the sample generated negative result. The other six samples which generated false positive results were also identified by a retest on the thermo taqman assay. The suspect positive results were reported outside of the laboratory. One of the samples that tested positive is from a dialysis center, the entire center was swabbed and tested as a precautionary measure. There was no report of any other impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090 and 09n78-095) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022 update may 13, 2022, additional investigation performed on the additional fourteen samples with late amplification which alinity m called positive, but reflex testing gave a not detected result has been included. Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were not provided for the 14 additional samples mentioned. According to the ticket, these discrepant results have high cycle threshold (CT) values, and all are at the limit of detection (lod) or beyond lod of the alinity m assay. There is no indication that the software and lot 516910 are not performing as expected. The questioned results were at or beyond lod. There is not enough information to review these reported 14 additional sample ids. A customer data review could not be completed. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910 and its components. This CAPA review did not identify any existing internal issues or records for lot 516910 and 5169101 that are related to the reported complaint. Complaint history review a lot specific complaint history review was performed in pilgrim smartsolve (9.1) to identify any similar complaints to the ticket being investigated in 9142-ecinv, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 516910 was not identified. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214 3005248192-2021-00145 follow up report 1 3005248192-2021-00146 follow up report 1 3005248192-2021-00155 follow up report 1 3005248192-2021-00190 follow up report 1 3005248192-2021-00148 follow up report 1 3005248192-2021-00168 follow up report 1 3005248192-2021-00136 follow up report 1 3005248192-2021-00161 follow up report 1 3005248192-2021-00175 follow up report 1 3005248192-2021-00220 follow up report 1 3005248192-2021-00160 follow up report 1 3005248192-2021-00116 follow up report 1 3005248192-2021-00119 follow up report 1 3005248192-2021-00169 follow up report 1 3005248192-2021-00171 follow up report 1 3005248192-2021-00172 follow up report 1 3005248192-2021-00173 follow up report 1 3005248192-2021-00174 follow up report 1 3005248192-2021-00177 follow up report 1 3005248192-2021-00183 follow up report 1 3005248192-2021-00283 3005248192-2021-00108 follow up report 2 3005248192-2021-00113 follow up report 2 3005248192-2021-00306 3005248192-2021-00122 follow up report 1 3005248192-2021-00157 follow up report 1 3005248192-2021-00158 follow up report 1 3005248192-2021-00200 follow up report 1 3005248192-2021-00201 follow up report 1 3005248192-2021-00202 follow up report 1 3005248192-2021-00310 3005248192-2021-00311 3005248192-2021-00123 follow up report 1 3005248192-2021-00124 follow up report 1 3005248192-2021-00204 follow up report 1 3005248192-2021-00185 follow up report 1 3005248192-2021-00189 follow up report 1 3005248192-2021-00232 follow up report 1 3005248192-2021-00231 follow up report 1 3005248192-2021-00212 follow up report 1 3005248192-2021-00246 follow up report 1 3005248192-2021-00244 follow up report 1 3005248192-2021-00209 follow up report 1 3005248192-2021-00205 follow up report 1 3005248192-2021-00194 follow up report 1 3005248192-2021-00112 follow up report 1 3005248192-2021-00184 follow up report 1 3005248192-2021-00180 follow up report 1 3005248192-2021-00178 follow up report 1 3005248192-2021-00225 follow up report 1 3005248192-2021-00141 follow up report 1 3005248192-2021-00132 follow up report 1 3005248192-2021-00192 follow up report 2 3005248192-2021-00176 follow up report 1 3005248192-2021-00182 follow up report 1 3005248192-2021-00188 follow up report 1 3005248192-2021-00236 follow up report 1 3005248192-2021-00187 follow up report 1 3005248192-2021-00227 follow up report 1 3005248192-2021-00224 follow up report 1 3005248192-2021-00250 follow up report 1 3005248192-2021-00252 follow up report 1 3005248192-2021-00284 follow up report 1 3005248192-2021-00237 follow up report 1 3005248192-2021-00186 follow up report 1 3005248192-2021-00243 follow up report 1 3005248192-2021-00223 follow up report 1 3005248192-2021-00215 follow up report 1 3005248192-2021-00216 follow up report 1 3005248192-2021-00217 follow up report 1 3005248192-2021-00102 follow up report 1 3005248192-2021-00294 follow up report 1 3005248192-2021-00295 follow up report 1 3005248192-2021-00221 follow up report 1 3005248192-2021-00228 follow up report 1 3005248192-2021-00240 follow up report 1 3005248192-2021-00235 follow up report 2 3005248192-2021-00138 follow up report 1 3005248192-2021-00230 follow up report 1 3005248192-2021-00165 follow up report 1 3005248192-2021-00196 follow up report 1 3005248192-2021-00203 follow up report 1 3005248192-2021-00253 follow up report 1 3005248192-2021-00265 follow up report 1 3005248192-2021-00268 follow up report 1 3005248192-2021-00254 follow up report 1 3005248192-2021-00281 follow up report 1 3005248192-2021-00248 follow up report 2 3005248192-2021-00266 follow up report 1 3005248192-2021-00117 follow up report 2 3005248192-2021-00242 follow up report 1 3005248192-2021-00226 follow up report 1 3005248192-2021-00274 follow up report 1 3005248192-2021-00257 follow up report 1 3005248192-2021-00269 follow up report 1 3005248192-2021-00307 follow up report 1 3005248192-2021-00327 follow up report 1 3005248192-2021-00249 follow up report 1 3005248192-2021-00199 follow up report 1 3005248192-2021-00365 follow up report 1 3005248192-2021-00114 follow up report 1 3005248192-2021-00207 follow up report 1 3005248192-2021-00316 follow up report 1 3005248192-2021-00337 follow up report 1 3005248192-2021-00358 follow up report 1 3005248192-2021-00147 follow up report 1 3005248192-2021-00130 follow up report 1 3005248192-2021-00179 follow up report 1 3005248192-2021-00208 follow up report 1 3005248192-2021-00222 follow up report 1 3005248192-2021-00143 follow up report 1 3005248192-2021-00133 follow up report 1 3005248192-2021-00142 follow up report 1 3005248192-2021-00156 follow up report 1 3005248192-2022-00023 3005248192-2022-00030 3005248192-2021-00159 follow up report 1 3005248192-2021-00285 follow up report 1 3005248192-2021-00366 follow up report 1 3005248192-2021-00360 follow up report 1 3005248192-2021-00362 follow up report 1 3005248192-2021-00111 follow up report 1 3005248192-2021-00170 follow up report 1 3005248192-2021-00210 follow up report 1 3005248192-2021-00264 follow up report 1 3005248192-2021-00272 follow up report 1 3005248192-2021-00247 follow up report 1 3005248192-2021-00278 follow up report 1 3005248192-2021-00151 follow up report 1 3005248192-2021-00396 follow up report 1 3005248192-2021-00129 follow up report 1 3005248192-2021-00334 follow up report 1 3005248192-2021-00256 follow up report 1 3005248192-2021-00279 follow up report 1 3005248192-2021-00271 follow up report 1 3005248192-2021-00267 follow up report 1 3005248192-2021-00154 follow up report 1 3005248192-2021-00292 follow up report 1 3005248192-2021-00302 follow up report 1 3005248192-2021-00309 follow up report 1 3005248192-2021-00287 follow up report 1 3005248192-2021-00288 follow up report 1 3005248192-2021-00275 follow up report 2 3005248192-2021-00296 follow up report 1 3005248192-2021-00319 follow up report 1 3005248192-2021-00349 follow up report 2 3005248192-2021-00351 follow up report 1 3005248192-2021-00448 follow up report 1 3005248192-2021-00470 follow up report 1 3005248192-2021-00280 follow up report 1 3005248192-2021-00506 follow up report 1 3005248192-2021-00193 follow up report 3 3005248192-2021-00428 follow up report 1 3005248192-2021-00131 follow up report 1 3005248192-2021-00387 follow up report 1 3005248192-2021-00290 follow up report 1 3005248192-2021-00291 follow up report 1 3005248192-2021-00153 follow up report 1 3005248192-2021-00137 follow up report 2 3005248192-2022-00102 follow up report 1 3005248192-2022-00229 follow up report 1 3005248192-2021-00258 follow up report 1 3005248192-2021-00303 follow up report 1 3005248192-2021-00393 follow up report 1 3005248192-2022-00177 follow up report 1 3005248192-2021-00321 follow up report 1 3005248192-2021-00289 follow up report 1 3005248192-2021-00234 follow up report 1 3005248192-2022-00005 follow up report 1 3005248192-2022-00638 3005248192-2021-00301 follow up report 1 3005248192-2021-00312 follow up report 1 3005248192-2022-00009 follow up report 1 3005248192-2022-00645